Event description:
The pt called lifescan in 11/2004 and alleged that their meter was reading inaccurately low. Medical affairs attempted unsuccessfully to reach the pt by phone the next day. Medical affairs was able to reach the pt nine days later and obtained the following info. The pt reported obtaining a reading of "16.4" on their meter. Pt interpreted this result as 164 mg/dl. Pt believes their meter was set to the wrong unit of measurement for a few months. Pt discontinued their medications about 2 to 3 weeks after obtaining the results with the decimal point because the results were low, however, no other results were reported. Pt began experiencing frequent urination, blurry vision, and thirst, which are symptoms of high blood sugar, soon after discontinuing their medications. Pt contacted their physician after comparing their meter to their family member's meter (no results were reported). The physician's meter read 350 mg/dl. It is not known if the pt was experiencing symptoms at the time of this test. Treatment is unk. No dates were provided. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip and for cleaning the puncture site were correct. Pt performed a control solution test, which passed. Based on the info provided, there is no indication that the meter malfunctioned; the pt stated that before the decimal point appeared in the results, pt changed the battery and may have accidentally changed the unit of measurement in the set up mode. However, there is evidence that use error contributed to a serious injury. The pt believed that the meter was low so pt discontinued their medications, which led to hyperglycemia. The issue was resolved with the meter, therefore, no meter replacement is being sent.

Event description:
The pt called lifescan on 11/6/2004 and alleged that her meter was reading inaccurately low. Medical affairs attempted unsuccessfully to reach the pt by phone on 11/9/2004. Medical affairs was able to reach the pt on 11/18/2004 and obtained the following info. The reported obtaining a reading of "16.4" on her meter. She interpreted this result as 164 mg/dl. She believes her meter was set to the wrong unit of measurement for a few months. She discontinued her medications about 2 to 3 weeks after obtaining the results with the decimal point because the results were low, however, no other results were reported. She began expericning frequent urination, blurry vision, and thirst, which are symmptoms of high blood sugar, soon after discontinuing her medications. She contacted her physician after comparing her meter to her mother's meter (no results were reported). The physician's meter read 350 mg/dl. It is not known if the pt was experiencing symptoms at the time of this test. Treatment is unk no dates or times were provided. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip and for cleaning the puncture site were correct. She performed a control solution test, which passed. Based on the info provided, there is no indication that the meter malfunctioned; the pt stated that before the decimal point appeared in the results, she changed the battery and may have accidentally changed the unit of measurement in the set up mode. However, there is evidence that use error contributed to a serious injury. The pt believed that the meter was low so she discontinued her medications, which led to hyperglycemia. The issue was resoved with the meter, therefore, no meter replacement is being sent.